Event description:
Premature battery depletion was reported and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion. Premature battery depletion was reported and the device was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated premature eri (elective replacement indicator).